Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and mainbody of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. This was identified during a transfer set change. There was no report of patient injury. However; the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.